Manufacturer narrative:
On (B)(6) 2026, a return kit was shipped to the hospital to retrieve the pump. As of today, we are waiting for the arrival of the device. Once the device is receive and investigated, a supplemental report will be submitted.

Event description:
Intera oncology was notified that an intera 3000 hepatic artery infusion pump flushed during the pump prep, but it then failed to flush once implanted. Three special bolus needles were used, but it was unable to flush the catheter pathway properly. A backup pump was opened and prepped without issues.